Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there were question marks in the patient information data of the implantable cardioverter defibrillator (ICD) which indicates data corruption in non-critical memory. The patient information was re-entered into the device. The device remains in use. No patient complications have been reported as a result of this event.